Event description:
Additional information was received from a healthcare provider via a company representative. The patient was receiving hydromorphone (30 mg/ml) at 17 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The pump had been empty since 2014. The healthcare provider was to fill the pump with saline on (B)(6) 2016, set the pump to minimum rate, and schedule a pump replacement. There were no symptoms mentioned. It was not known why the patient couldn't get the pump refilled, but the patient did move. The patient also had some psycho-social reason involving his kids, including that he was on prescription oral medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# l60027, implanted: (B)(6)1999, product type: catheter. (B)(4).

Event description:
It was reported the patient had relocated and was looking for a physician. It was also reported an alarm was heard and telemetry had not yet been performed. The pump had been alarming since (B)(6) 2014 because it was empty and the alarm was described as the critical alarm. The patient spent an evening in the emergency room (ER) on (B)(6) 2014 and was sent home with pain medications on the same day. They gave him pain medication to take over the weekend, but did not address the pump being empty. The pump was being used to deliver dilaudid. If the critical alarm was confirmed, the cause of the alarm, patient symptoms, actions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. Should additional information be received the event will be updated.